Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were not forming. Another device was used to complete the procedure. There were no adverse consequences for the patient.